Event description:
The surgeon attempted to bend plate during surgery and the plate broke.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information become available it will be reported on a supplemental report.